Event description:
A device report from oberdorf indicated a hospital in hong kong reported: pt underwent a procedure, non-synthes product and had broken toes (hallux valgus procedure). Pt was returned to operating room, for second procedure, and had an osteotomy and was implanted on (B)(6) 2012 with wedge plate and screws. Approx three weeks later, during a routine check up, the proximal part of the construct was found to be backing out of the bone of the left foot. Pt was returned to operating room, third procedure, hardware was removed on an unk date and pt was revised to a cloverleaf plate and screws. This is 4 of 5 reports.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as the product is entering the complaint system.